Event description:
It was reported that there was oversensing. The patient planned to do another phone check and run it for a couple of minutes. Follow-up was conducted and reported that no intervention was needed. The lead remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.